Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics (in the pd solution bags). The cause of the peritonitis was unknown. On an unknown date, the patient was discharged from the hospital (approximately five days after admission). It was reported the patient was recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date during (B)(6) 2013. The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).